Event description:
A malfunction alarm identified as malf 16 was reported, but no notable events occurred prior. The impact on the customer's blood glucose level was unknown as the customer declined to provide information. Technical support decided to replace the faulty pump, and the customer was advised to switch to an alternate method of insulin delivery to avoid interruption. The customer understood the instructions for returning the pump and would use mdi as backup therapy.